Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, product type: lead. This device is included in the medical device correction, "unretrieved device fragments models 3093 and 3889 interstim tined leads", educational brief/physician communication (december 2010). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) via a physician regarding a patient with an implantable neurostimulator (ins). It was reported the patient was having the system explanted due to needing an MRI. During removal of the previous system, a portion of the lead was abandoned and frayed. It was reported the distal electrode was in the tissue. No symptoms were reported. The physician who called the rep had inherited the patient and was not working with this rep specifically, but reported it to him knowing that he worked for the manufacturer. The rep later reported that all leads and ins were successfully removed on (B)(6) 2016. There were fractured leads on both sides and another intact with the ins. The serial numbers are unknown. The cause for fracture was previous attempt to explant. The x-ray confirmed all leads and battery cleared.